Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found that the pitch down cable was frayed at the distal clevis hub. The frayed strands stuck out at the wrist. The other cables at the wrist were undamaged. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however, the frayed cable could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci oophorectomy procedure, the cable of the fenestrated bipolar forceps instrument broke. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.